Manufacturer narrative:
Account describes a patient with a potential allergic reaction having multiple symptoms (breathing issues off-and-on, rashes, ulcers, irritation, bellafill and/or other product threads coming to the surface, patchy skin) that began in (B)(6) 2019 after nova threads procedure in spring/summer 2018 and subsequent off-label bellafill dermal filler injections (date unknown). Whether medical intervention was required is unknown; however, it is implied. Details per the account provided on 09/23/2020: in (B)(6) 2018, the patient had nova threads placed in the cheeks. Not long after that (no date provided), she was injected with bellafill "all over": cheeks, chin, jawline, marionettes. The account has also reported the patient's current issues to the makers of nova threads. On (B)(6) 2019, the patient gave birth. In (B)(6) 2019, she started having breathing issues which are off-and-on and ongoing. They described alternately as "breathing issues" and "anaphylaxis", which continues off and on. No medical intervention was indicated for the on-going off-and-on breathing issues. In (B)(6) 2020 she started having rashes all over. In (B)(6) 2020, she was injected with more bellafill. In (B)(6) 2020, she started having ulcers, redness, and irritation in the cheeks from the cheekbones down. They are not sure what is happening, but it appears the threads and/or bellafill are pushing to the surface. The ulcers produce white stringy stuff, "sutures". The ulcers appear to heal with treatment, but keep coming back. The patient's skin is brown and patchy in the affected areas. Medical conditions/meds: she says she never had allergies before the birth of her son (on (B)(6) 2019) where she became allergic to penicillin and benedryl. She's been taking nexium, adderall, xanax for years prior to her nova threads or bellafill treatments. The account is treating the current issues with prednisone, clindamycin, and laser treatments. No further information has been received after multiple attempts: 5 attempts from (B)(6) 2020 to (B)(6) 2020. On (B)(6) 2020, (B)(6), rn was not available; however, the nurse answering the phone stated that she believes r. Baker "has already worked it out," but will have her return the call. No return call from the account at this time. A follow up MDR will be filed once any updates are received. The bellafill lot used in the patient's procedure is unknown. The dates of injection are unknown; therefore, potential lots cannot be determined via shipping history. Bellafill use cannot be confirmed at this time. There is no indication that a bellafill skin test was conducted prior to bellafill dermal filler injection. Bellafill dermal filler was injected off-label in the patient's cheeks, chin, jawline, marionettes. Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Account describes a patient with a potential allergic reaction having multiple symptoms (breathing issues off-and-on, rashes, ulcers, irritation, bellafill and/or other product threads coming to the surface, patchy skin) that begain in (B)(6) 2019 after nova threads procedure in (B)(6) 2018 and subsequent off-label bellafill dermal filler injections (date unknown). Whether medical intervention was required is unknown; however, it is implied.